Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. The qualified technician did an evaluation of the equipment and confirmed the reported problem. Upon checking, it was found that rear left caster was bent and not rolling freely, as well as getting caught under machine base. To correct the condition, the qualified technician replaced the rear left wheel. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the castor was bent and causing transport issues of a prismaflex machine. This was discovered while moving the prismaflex machine around prior to patient use. There was no patient involvement. No additional information is available.